Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep) and a patient regarding an implantable neurostimulator. The reason for call was patient was in the hospital for 5 days with viral meningitis and needed an MRI of the brain. The MRI facility was not willing to do the brain MRI and told patient they needed the recharger, controller and patient ID card. Patient did not have any of those items with them. Patient last charged the implant probably about a week ago or a little longer. Patient said the stimulation was turned off. Patient also reported the 'recharger' was not working, it was not charging good. Asked to explain which component patient was referring to. Patient said the controller battery was not the best and did not hold a charge very long. The recharging was not working and the controller was not holding a charge unless plugged in. The issue started about a week ago patient noticed it was doing it 'again'. Serial number could not be obtained as patient did not have the equipment with. MRI guidelines were reviewed. T he patient was redirected to hcp. Additional information from the rep indicated that the patient hasn't charged their scs in years and the rep was notified that apparently people have tried to come out in the past and recharge the ins but it won't hold a charge.